Event description:
On (B)(6) 2009, the pt reported receiving e4 (occlusion) errors for "month." She stated that she tried using new infusion sites and tubing but she continues to receive the e4 errors. To troubleshoot, she was instructed to disconnect from her infusion site and to prime and e4 was displayed. She removed the infusion tubing and primed through the adapter without error. She attached a new infusion tubing and primed without error. She stated that she changes her infusion tubing every 3-4 days and her insulin cartridge every "few" days. She stated that there was an air bubble in the insulin cartridge when it was inserted into the infusion device. She stated that she does allow insulin to reach room temperature prior to use, but she does not properly adjust the piston rod before inserting the cartridge into the infusion device. She was educated on the proper procedure. She was sent replacement infusion sets. Upon follow up, the pt was not available and her husband stated that she was still having issues and the pt had an appointment for further training. Further attempts to follow up were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were requested to be returned for eval. The cartridge was not available for return.